Event description:
Promus element plus clinical study. It was reported that following a coronary artery stenting treatment procedure, the patient experienced a myocardial infarction (mi). In (B)(6) 2012, the patient was referred for cardiac catheterization. The target lesion was located in the saphenous vein graft (svg) of the 2nd obtuse marginal branch (om2) with 80% stenosis and was 24mm long with a reference vessel diameter of 4mm. The physician treated the lesion with placement of a 4.00x24mm promus element plus stent, with 0 % residual stenosis. One day post procedure, the patient experienced elevated cardiac enzymes and clinical diagnosis was reported as myocardial infarction. No action was taken and the patient was discharged.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).